Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not allow anyone to log in. A field service engineer (fse) inspected the network settings to ensure that the domain name system (dns), bios, and other configurations were correct. The fse then verified that the dispensation network cable was secure and functional, and double-checked all network settings. The fse also checked the biometric identifier, as it appeared to be a possible cause of the login issue. After that, he tested the hardware using the hardware test application (hta) and reviewed the network settings. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user was unable to login and tower door 4 was clicking frequently. Tried reboot but failed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.